Manufacturer narrative:
.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: balloon had difficulty deflating requiring medical intervention. Device issue: difficulty deflating balloon. It was reported that the balloon would not deflate after inflation and deployment of the stent. After several failed attempts to deflate with the 20/20 abbott indeflator device, an attempt was made to puncture the balloon with a stiffer wire but was unsuccessful. The physician then rotated the balloon while still inflated and pulled it back out of the stent into the rca where it deflated normally. The physician mentioned that the artery was heavily calcified and felt the deflation port may have been pinched by a calcific spicule. There was no effect to pt other than the extended inflation. The stent placement was satisfactory and the pt remained stable throughout. No additional event or pt information is available.